Event description:
It was reported that during a procedure where the gynecologist removed uterine polyps, the cutting loop hook detached and remained lodged in the uterus. The pt had a laparoscopic procedure under fluoroscopy and the physician was able to recover the hook. The pt had general anesthesia throughout the process and this issue increased operative time by 45 minutes.

Manufacturer narrative:
Investigation in still in progress. A supplemental will be filed upon completion of the investigation.